Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) had a closed patient line clamp during priming. The hp connected after priming. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp and instructed the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.